Event description:
Customer called to report that her blood glucose (bg) was running 428 mg/dl. She believes that this was due to a pod malfunction. Customer changed her pod at 6:14pm the night before. Customer noted that, when she filled her pod with insulin, she heard a strange noise when the insulin went in. By 9:20am the next morning, her bg was up to 428 mg/dl, so she changed the pod and started a new one. No further information is available.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.